Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the device gave a battery fault alarm. This event was reported to have occurred during clinical use. No patient harm was noted. There was no delay to therapy. An authorized service provider (asp) was requested by the customer for onsite support. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The authorized service provider (asp) confirmed and duplicated the reported issue. Following the evaluation of the device, the asp replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.